Manufacturer narrative:
(B)(4). The customer returned a used unraveled spring-wire guide (swg) and a catheter. The introducer needle was not returned. Visual examination of the swg revealed the guide wire is unraveled from the distal weld. The distal end of the core wire was spiraled and the distal j-bend tip was deformed but still retained its j shape. The proximal end was undamaged. The guide wire body also had multiple bends and stretched coils. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld and that the weld was present at the end of the coil wire. The distal core wire protruding was flat. The proximal weld was still intact. Both the proximal and distal welds appeared full and spherical. The broken core wire measured 601 mm in length, which met the specifications of 596-604 mm per graphic; therefore, no pieces appear to be missing. The outside diameter of the guide wire was also found to be within specification. The undamaged proximal end of the swg was advanced into the returned catheter and a lab inventory introduce needle connected to an arrow raulerson syringe. The undamaged portion was able to advance through each component with no issue. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed with no relevant manufacturing related issues. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It states that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the distal weld. Dimensional and functional testing, and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context likely contributed to this event, however, the probable cause of guide wire and introducer needle resistance could not be determined based upon the information provided and without the introducer needle being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Event description: guide wire compromised during an insertion using the raulerson syringe. Appeared to have sheared on the bevel after retracting needle. The sales rep. Explained what may have happened to provider and they understand it may have been user error.

Manufacturer narrative:
(B)(4).

Event description:
Guide wire compromised during an insertion using the raulerson syringe. Appeared to have sheared on the bevel after retracting needle. The sales rep. Explained what may have happened to provider and they understand it may have been user error.